Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced after 30 months of implant time. Dissatisfaction was expressed with regard to device longevity.